Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed this was premature battery depletion. Device replacement was recommended. This s-ICD was explanted, replaced and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed this was premature battery depletion. Device replacement was recommended. This s-ICD was explanted, replaced and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b1: adverse event/product problem since the field was inadvertently left blank in the previous submission.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This supplemental report is being filed to correct the b1: adverse event/product problem since the field was inadvertently left blank in the previous submission.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed this was premature battery depletion. Device replacement was recommended. This s-ICD was explanted, replaced and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a premature battery depletion error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) confirmed this was premature battery depletion. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.